Event description:
Changes in the care group configuration for alarm reflector and alarm pop-up do not get sent to dataserver and changes therefore are not updated properly at the bedside monitor. This can cause new beds that are added not to show up in the alarm reflector at the bedside and can cause alarm pop-up changes like disable, yellow, yellow and red not to be shown at the bedside.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event, and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.